Event description:
It was reported that the device had damaged downstream occlusion seal. During investigation found the cracked dso seal. This malfunction makes the event reportable. There was no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device had damaged downstream occlusion seal. During investigation found the cracked dso seal. This malfunction makes the event reportable. Review of event log/alarm history was performed. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was duplicated and also found cracked dso seal. The probable root cause was faulty dso and replaced the dso seal.